Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for eval. The reported symptom was duplicated. The cause was due to a defective power supply. The eval also found a broken cpc connector. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the motor drive unit would not power up. No info was available on pt involvement, but the customer stated there was no adverse pt consequence. No additional info was provided.